Event description:
It was reported that the patient presented in the emergency room (ER) due to feelings of lightheadedness and dizziness. It was noted that the right ventricular (rv) lead was dislodged which lead to loss of ventricular capture. The rv lead was explanted and replaced. The patient was stable throughout the procedure.